Manufacturer narrative:
Per the user guide: tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was set to vibrate and customer had slept through the low battery alerts. Customer woke up with a blood glucose (bg) over 600 mg/dl. Ketones were present. Customer was treated in the emergency room (ER) with saline, insulin and electrocardiogram. Customer left the ER in stable condition with a bg of approximately 100 mg/dl. Low battery alert setting was changed from vibrate to audible/repeat.